Event description:
It was reported that the pulse generator exhibited oversensing. The patient was scheduled for follow-up in two months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.